Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bactermia. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath, the rv lead was extracted without complication. Using the same 14f glidelight and the medium visisheath, advancement was made to approximately 2/3 of the way down the lead, where progress stalled. Despite further attempts at lasing, it appeared that snowplowing of the lead (lead insulation bunching upon itself) had occurred. Using only the visisheath, manual dissection attempt was made but was ineffective. Devices were upsized to a 16f glidelight and a large visisheath; however, progress was slow. After advancing to the proximal edge of the lead tip, the lead freed from the heart. At that time, the patient¿s blood pressure dropped, and a rapidly growing effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including sternotomy. An intrapericardial superior vena cava (svc) tear was discovered and repaired, and the patient survived the procedure. This report captures the 16f glidelight in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient date of birth unk d4): device serial number unk h3): the glidelight was not returned, thus no returned product investigation was performed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.